Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open procedure, the device partially fired. The knife got stuck in the middle of the stroke. Another device was used to complete the case. There was no patient injury.